Event description:
It was reported that the device was used during a laparoscopic appendectomy. It was reported by the rep that the device failed to fire. Another device was taken from stock and the case was completed. There was no consequence to the pt.